Event description:
It was reported that during attempted implant of the ventricular lead the helix did not move gradually, but popped out. It was also reported that the helix was blocked and could not be advanced. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant of the ventricular lead the helix did not move gradually but popped out. It was also reported that it was difficult to fixate the lead due to the helix popping out and the helix was blocked and could not be advanced. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.